Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the battery as a precaution.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, there was an alert message displayed on the central control monitor (ccm): "battery needs service full back up not available." The device was not changed out, as they used during the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per follow-up on (B)(6) 2016 with the perfusion technician (pt): the system-1 (aps1) did not shut down and the pt did not check the aux tab for messages related to battery back-up.

Manufacturer narrative:
The reported complaint was not confirmed. The batteries were disposed of on site. The field service representative (fsr) tested the perfusion system. The unit operated to manufacturer specifications and was returned to clinical use. No parts were returned to the manufacturer for analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.